Event description:
During servicing of the device for an unrelated issue, it was noted by the philips fse that the battery gauge showed about 50% charge status. After a few minutes the defib shut down due to the depleted battery. There was no patient involvement.